Event description:
During crown preparation procedure, doctor observed a white blister approximately 5mm in length and 4mm in width on the patient's tongue. The doctor stopped the procedure, checked the handpiece, and found that the head had become very hot. Patient was under local anesthesia at the time of the injury. Patient has had a follow up visit with the doctor and the burn has healed fully, without any need for additional medical attention or reported complications.